Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid: brand name, unique identifier (UDI) #, version or model #. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that upon opening the intra-aortic balloon (iab) guidewire shipment on 26january2024, it was noted that there were no guidewires inside. Instead, there was only a black shelf within the package. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6) additional reporter: (B)(6) event site postal code: (B)(6) there will be no device return. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(6)